Event description:
Patient was revised after a bone scan indicated loosening of the tibial tray, which was causing tibial pain. Poly wear of the insert was also reported.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The patient was implanted circa 2001/2005 and explanted in (B)(6) 2012. The device was in situ between 7-11 years. The patient is a (B)(6) female with a calculated bmi of 49.9. This patient is classified as very obese and may also have been a factor in pressures placed on the material. Among other conditions, it is known that excessive patient weight tend to adversely affect knee replacement implants. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.